Manufacturer narrative:
A visual examination of the spyscope ds device found the working channel sleeve extended from the distal cap when received. Moreover, the light blue of the shaft was buckle/kinked. The distal tip would articulate without issue. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel without issue. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the most probable root cause is "manufacturing." There is an investigation in place to address this issue.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2016-03365 for the first spyscope digital access and delivery catheter, and 3005099803-2016-03366 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the duodenum and common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the spybite was advanced through the scope, it was noticed that the working channel of the spyscope ds was protruding. It was confirmed that there was no issue with the spybite. A second spyscope ds was used and appeared to be working well; however, towards the end of the procedure, the working channel was protruding. There were enough biopsy samples retrieved when the protrusion was noted and the procedure was completed. Reportedly, there was no other visible damage noted with the spyscope digital access and delivery catheters and no part of the devices detached. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2016-03365 for the first spyscope digital access and delivery catheter, and 3005099803-2016-03366 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the duodenum and common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the spybite was advanced through the scope, it was noticed that the working channel of the spyscope ds was protruding. It was confirmed that there was no issue with the spybite. A second spyscope ds was used and appeared to be working well; however, towards the end of the procedure, the working channel was protruding. There were enough biopsy samples retrieved when the protrusion was noted and the procedure was completed. Reportedly, there was no other visible damage noted with the spyscope digital access and delivery catheters and no part of the devices detached. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Based on all gathered information the investigation fails to determine a definite root cause.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2016-03365 for the first spyscope digital access and delivery catheter, and 3005099803-2016-03366 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the duodenum and common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the spybite was advanced through the scope, it was noticed that the working channel of the spyscope ds was protruding. It was confirmed that there was no issue with the spybite. A second spyscope ds was used and appeared to be working well; however, towards the end of the procedure, the working channel was protruding. There were enough biopsy samples retrieved when the protrusion was noted and the procedure was completed. Reportedly, there was no other visible damage noted with the spyscope digital access and delivery catheters and no part of the devices detached. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.